Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, due to fluid volume overload. The patient is educated on how to bypass cycler settings and perform manual treatments if needed. However, 2-3 peritoneal dialysis treatments were missed due to the patient having no residence at that time. There was no reportable device malfunction. As of (B)(6) 2014, the patient was discharged from the hospital, the patient's signs and symptoms of fluid volume overload have resolved, the patient has suitable housing, and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.